Event description:
It was reported that the patient presented to a follow up experiencing shortness of breath. Upon interrogation, the lead exhibited intermittent loss of capture and noise. The lead was capped and replaced on (B)(6) 2014.